Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation control module system pre-test and pneumatic diagnostics test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The repairs are pending the customers approval. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation control module system pre-test and pneumatic diagnostics test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The repairs are pending the customers approval. If additional information becomes available a supplemental report will be filed. The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. New information: the trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation control module system pre-test and pneumatic diagnostics test (pneumatic test failed as pilot pressure was out of range). In conclusion, the device's trilogy evo 3 way solenoid valve was replaced to address the issue. The device passed all test, and the system meets the specification for the performed service and is returned to use. Additionally, during service an error code in relation to (fio2_sensor_railed_low) was observed in the device event log, therefore the fio2 sensor was replaced to address the issue unrelated to the reportable malfunction.